Manufacturer narrative:
User facility contacted magellan's product support team to report their treatment reagent vials from their leadcare ii blood lead test kit were under filled. User's test kit was sent to magellan for evaluation. During investigational testing it was noted that treatment reagent vials were out of specification for filling. No reports of injuries from user facility. Note: late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on (B)(4) 2017. (B)(4). Customer complaint: (B)(4).

Event description:
A user facility called magellan's product support to report the reagent vial only had a small drop of the treatment reagent, which is not enough to establish the correct reagent to blood ratio.